Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with the adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced a loss of consciousness and had contact with healthcare provider and a reading of 1 mmol/l was obtained on the hcp meter. Customer was treated with glucose injection and a subsequent reading of 6 mmol/l was obtained on the hcp meter. There was no report of death or permanent injury associated with this event.